Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The device had fluid loss. The device was explanted, and a tear was noticed in the tubing. The ipp was replaced. No patient complications reported.